Event description:
It was reported that the pt was unable to feel stimulation immediately following a lightening strike that struck near the metal bleachers she was sitting on. Other people on the bleachers felt a shocking sensation. The pt charged her device on a monthly basis when the device was depleted to 25%, and she believed, it had charged to full last month. Telemetry issues were reported. The neurostimulator would not communicate with the clinician programmer, pt programmer, or the recharger. The antenna locate feature and a short physician mode recharge were both unsuccessful. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).